Event description:
A report was received that the patient was experiencing discomfort at the pocket site and the ipg was closer to the skin. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site and the ipg was closer to the skin. The patient will undergo an explant procedure.